Manufacturer narrative:
Added concomitant products.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 414 mg/dl. Customer declined troubleshooting for high blood glucose reading. Customer was advised to contact their healthcare provider for the bleeding issue. Customer reports the infusion set cannula was bent and the bent caused high blood glucose reading. The insulin pump will not be will return for analysis.